Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of aeromonas species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the information in the reprocessing procedure provided by the user did not provide any information that would allow us to determine deviations from the IFU. The following are results of microbiological tests by the third-party labs, provided by service business center: sampling date: oct. 8, 2024. Sampling from: all channels. Cfu:<1cfu/endoscope. Bacterial identification: n/a. No bacteria were detected in culture test performed by the third-party labs which result provided by service business center. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor the field performance of this device.